Event description:
It was reported by service report that the pt fell from a stryker s3 bed with an overlay on the bed at the time of the event. It was also reported that the affected total hip replacement pt dislocated their hip during the fall.

Manufacturer narrative:
MFR's investigation is still ongoing; if add'l info is received, a f/u report will be submitted.